Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch select meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he could not recall when the alleged issue with the subject meter began. The patient obtained a result of "321 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. He stated that he manages his diabetes with lantus (sliding scale) and due to the alleged issue on an unknown date and time he continued his usual treatment based on the subject meter's results. Reportedly "one hour" after the alleged issue started the patient claimed he felt "lightheaded". In response to his symptom, at an unknown day and time he self treated with orange juice. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter. However, while troubleshooting it was also discovered that the meter was incorrectly coded to code 1, instead of 25. The cca educated and helped the patient correct the meter's code number. The control solution test was performed and the results fell within the range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms which required self intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.